Manufacturer narrative:
One new list# 14255-28, primary plum set 0.2 micron flt, clave y-site, pe lined tbg, secure lock, 104 inch. Lot# 876125h was received for evaluation on 8/14/2019. The set was visually inspected and there were no issues found. The set was air pressure leak tested according to product specifications and no leaks were found. The filter was hydrostatic pressure leak tested according to product specifications and no leaks were found from the filters. The product that was tested was a sister sample and not the original sample the problem was found on. The reported complaint cannot be confirmed. A batch record review was performed to lot# 876125h and the relevant commodities and no discrepancies that may have contributed to a complaint of this nature were found.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a primary plumset that had a leak of taxol by the filter during infusion. There was no hole, cut, tears or defect noted in the tubing since the flow of chemotherapy came out of the filter at the little red circle. There was no patient harm reported.